Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of infection = symptoms were erythema and oozing. There was a seroma and an infection was present at the incision. Infection was in the adipose layer. What was the procedure date? = (B)(6) 2023. What date /day post op was the infection noted? = (B)(6) 2023. Was any prescription strength medication prescribed? Please specify and results? = clavulin + amoxyl were prescribed was any surgical intervention performed? = no need. They used mesh after removing the dermabond prineo. Were any cultures taken? Results? = unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? = unknown did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? = yes, ancef 3g how much and what type of drainage is present in this wound? = seroma + infection in adipose layer of incision. Please describe how was the adhesive was applied. = as instructed per IFU. Used a 22 cm dermabond prineo. What prep was used prior to, during or after adhesive use? = chlorhexidine was a dressing placed over the incision? If so, what type of cover dressing used? = nothing was put on incision apart from the dermabond prineo. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? = no. Is the patient hypersensitive to pressure sensitive adhesives? :no. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? = yes. Patient demographics: initials / ID, gender, age or date of birth; bmi = female, bmi of 41 patient pre-existing medical conditions (ie. Allergies, history of reactions) = unknown if patient had allergies. Patient had gestational diabetes, s/p lap band, large panus has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? = unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? = no. Product lot of product used? = unknown. Current patient status. = favourable outcome what is the physician¿s opinion as to the etiology of or contributing factors to this event? = cause could be patient's own cutaneous bacteria flora as well as her risk factors. Is product available to return for analysis. = no it was discarded after removal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: doctor told me about this event in passing, so will follow up with her for further details. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Unknown at this time. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Wound infection. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Rep trying to reach surgeon, haven¿t been able to reach after numerous attempts. Description of event, symptoms, manifestation of infection? What was the procedure date? What date /day post op was the infection noted? Was any prescription strength medication prescribed? Please specify and results? Was any surgical intervention performed? Were any cultures taken? Results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on and unknown date in 2023 and topical skin adhesive was used. Used adhesive on a high-risk obese patient but the patient ended up developing an infection at the incision site along with a seroma. The adhesive was removed. It is not know what treatment performed. Additional information has been requested.